Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external drainage and monitoring systems was implanted on (B)(6) 2020, and on (B)(6) 2020, when using the product, the hose between the patient and the drainage bag was broken which was suspected of causing the patient to suffer from other diseases. The patient's status at the time of the report was alive-with injury.